Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast augmentation revision procedure with mentor smooth round moderate profile 350cc saline breast prostheses when the left breast prosthesis deflated after implantation. The patient noticed the deflation and then visited her doctor. Deflation of the left breast prosthesis was confirmed by the doctor. The patient was scheduled to attend an upcoming event and there was not enough time to fix the deflation, so the doctor took a needle to the right side and drew off 240cc of saline to temporarily make the breasts symmetrical for the patient. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round moderate plus profile 350cc saline breast prostheses on (B)(6) 2018. During explantation surgery, it was observed that the right capsule had calcifications anteriorly. This medwatch report is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event. The patient developed baker grade iii/IV capsular contracture in her right breast. Patient code 1761 ¿capsular contracture¿ has been added. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor completed a second investigation on the suspect medical device to address the reported capsular contracture. Device evaluation summary: according to the information reported, the patient developed capsular contracture. During the visual evaluation, an anomaly was observed on the posterior view of the device consistent with a crease/fold. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Capsular contracture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/16/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. On 11/19/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a crease on the posterior aspect. No other anomalies were discovered. Since this product investigation is related only to an adverse event, it is not possible to address any failure or damage of the device to a patient injury. There is no evidence that the issue is related with manufacturing. Because mentor performs 100% inspection and testing of all devices prior to release, mentor product analysis lab concluded that the calcification deposits occurred while in-vivo in the patient. Manufacturer¿s reference number: (B)(4).